Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06/07/2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported unit loose from stand. It is unknown if the unit was in clinical use at the time the reported issue was discovered.

Manufacturer narrative:
Date received by manufacturer: 11jul2019. Date of report: 29jul2019. The manufacturer¿s field service engineer (fse) confirmed the reported issue. Fse tried to tighten mounting screw to (central processing unit) cpu cover but threads missing; fell inside unit. The manufacturer¿s field service engineer (fse) replaced the defective cpu cover tray to address the reported problem. The unit successfully passed the required performance verification test. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.